Manufacturer narrative:
The insulin pump received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to confirm self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm failed battery test and weak battery alarms due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck in the preparing the prime loop rewind process. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the reservoir may have leaked into the pump compartment. It was also found that the pump could not complete the pump rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.